Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heart. A trapper exchange device was selected for use. During the procedure, balloon was inflated once and ruptured right at 6 atmospheres. The balloon was removed from the patient body, and the procedure was completed with an alternate device. There were no patient complications reported.